Event description:
It was reported that a patient presented remotely with episodes of non-sustained right ventricular oversensing due to post-paced t-wave oversensing on their implantable cardioverter defibrillator. Intervention was suggested, but none was reported. There were no patient consequences.